Manufacturer narrative:
(B)(4). A sample was not returned for evaluation. However, based on the complaint information, the cause of this event has been determined to be poor aseptic technique. A review of all batch the potentially associated lots (h10l12017, h10l15069, h10l18014). Was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4): this is report 1 of 4 for this incidence of peritonitis. As patients discard supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Event description:
The patient's caregiver called baxter on (B)(6) 2011 for an unrelated alarm and reported that they returned from vacation on (B)(6) 2011 and the patient complained of cramps, back pain and chills. The caregiver also reported that the patient's peritoneal dialysis (pd) effluent was pink and cloudy at the time. The patient was hospitalized on (B)(6) 2011 for peritonitis. During a follow up call to the pd rn on (B)(6) 2011, she reported that the patient was in the hospital from (B)(6) 2011 to (B)(6) 2011 for peritonitis. There was no exit site infection. Pd effluent cultures were done on an unknown date during hospitalization and revealed the patient had peritonitis. The gram stain was not done. Pd cultures were redone prior to patients discharge from the hospital. The patient was treated with vancomycin and gentamicin (unknown dose and length of treatment). She reported that he is pantocytopenic which puts him at risk for infection. She could not give opinion of causality for this incident of peritonitis. She stated that it was mostly likely touch contamination, but the patient has very good aseptic technique when setting up therapy. She reported the patient is asymptomatic and has recovered from this episode of peritonitis. No further information was available.